Event description:
No additional info.

Manufacturer narrative:
It was reported that the chamber had a hole and was leaking. One sample model: 10010903, lot: 23119273 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and no leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model: 10010903, lot number: 23119273 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity blood set was damaged the following information was received by the initial reporter with the following verbatim: issue: when priming tubing with fluid the chamber had a hole and leaked fluid background: event date: 1/23/2024. Ih #: (B)(4). Mfg #: 10010903. Description: set blood gravity 9in w/1 smartsite needle free 180 micron. Sample available : yes (if sample is available and would like it sent for your evaluation, please reply all and attach a return shipping label via email). Lot #: 23119273. Was there injury? No.